Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2017-jun-22. It was reported that a healthcare professional (hcp) initially reported the motor stall to the manufacturer's representative. It was indicated that it was unknown if the cause of the motor stall was determined. The patient¿s weight at the time of the event was unknown. It was noted that the pump would go to analysis but the manufacturer's representative was not sure if it would get back from the hospital. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2017 that the patient was admitted to the hospital over the weekend with a sudden change in therapy/symptoms of withdrawal. It was indicated that a motor stall was seen at initial interrogation and that the pump status and/or event log reported motor stall occurred and that the motor stall was active. The patient did not recently have an MRI (magnetic resonance imaging). It was later reported on (B)(6) 2017 that the patient had a pump replacement on (B)(6) 2017. No further complications were reported or anticipated.